Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that he was hospitalized for a high blood glucose of 712 mg/dl and diabetic ketoacidosis. The patient was treated via manual insulin injection. The customer was released from the hospital. His blood glucose at the time of call was 188 mg/dl. The customer had been treating via insulin shots since his release from the hospital. Troubleshooting was declined as the customer declared the insulin pump non-functional. The insulin pump will be returned and replaced.

Manufacturer narrative:
The pump was received with the operating currents within specification and passed the self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump primed properly and no excessive no delivery alarms or unexpected motor noise/clicking was noted. Installed a water filled reservoir and primed the pump. Programmed with multiple boluses and observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed in the bolus history screen. No bolus or delivery anomalies were noted during testing. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, a broken belt clip slot, and a scratched reservoir tube window.